Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2011-00400.

Event description:
It was reported that, "during surgery the surgeon noticed that the screwdrivers are worn/stripped."